Event description:
The customer reported elevated troponin I (accutni) results, below the acute myocardial infarction (ami) cutoff, for several patients, involving access 2 immunoassay system. Subsequent testing on one patient's sample produced results within the normal reference interval. The elevated results were released out of the laboratory and questioned by physicians. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated the samples were poured off into an insert cup and tested. The customer noted cells settled at the bottom after a short period of time. The customer implemented all samples must be aliquoted rather than poured off. The customer confirmed system check, performed on (B)(4) 2008, was within specification. The customer performed a successful precision test on the patient samples and quality control. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.